Event description:
Additional information. Prior to the lead being replaced the patient fell resulting in a fractured lead, and the patient had a loss of efficacy. The lead and stimulator were replaced during the surgery, and the patient recovered without sequela.

Event description:
It was reported that the tined lead fractured proximal to the superior radiopaque marker during the initial extraction attempt. Further dissection of the area using palpation, fluoroscopy, and gentle traction was then utilized to remove the lead remnant. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient broke their foot when they fell. It was noted the patient was put in a foot brace. It was reported the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
(B)(4). Removed from the event due to the fall and broken foot not being related to the device, therapy, or implant procedure per the physician.

Manufacturer narrative:
(B)(4).